Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 497 mg/dl. Customer did not provide any details regarding symptoms of their high blood glucose episodes. Customer was treated with juice for their high blood glucose levels. Customer also reported that the insulin pump received no delivery alarm. The customer states that the insulin exits the tubing. The insulin pump will not be returned for analysis.